Event description:
Patient had PICC line placed for anticipated month long course of antibiotic for suspected lyme disease. Patient become distressed after first heparin injection into PICC line. Patient was discharged for home treatments, but became increasingly ill with each of next 3 injections: totally lethargic, unable to keep liquids or food down, by 2007 became unresponsive, profuse sweating, low blood pressure, extreme pain at injection site with each subsequent heparin flush to keep line PICC line clear. Patient was brought to emergency room at the hospital the same day, where PICC line was removed. (Additional week hospitalization). Confirmation of medwatch reporting from nursing service & hospital not made available. Dose or amount: 100 u/ml, frequency, 1x daily, route: PICC IV. Dates of use: 2007. Diagnosis or reason for use: PICC line flush. Event abated after use stopped: yes.